Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 MDR's filed for the same patient (reference 1825034-2014-02848/-02849 and -07197).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Subsequently patient was revised on (B)(6) 2011 due to patient allegations of metallosis, metal poisoning, elevated metal ion levels, pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, and lack of mobility. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised due to pain and probable metal hypersensitivity. Revision op report notes the presence of brownish-blackish discoloration of the soft tissue consistent with metal debris, bone loss, and insufficient anteversion of the cup. The modular head and taper insert were removed and replaced. The cup was removed and replaced with a competitor component.